Manufacturer narrative:
The devices, used in treatment, were returned for evaluation. A visual inspection confirms damage on the tips of the devices. These devices were manufactured in 2009. These devices exhibit signs of excessive wear and usage. A functional evaluation was conducted and confirms the devices are not working as intended. Due to the damage to the ends of the devices, this will cause the cable from entering freely into the devices. These devices are reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary

Event description:
It was reported that during a revision that was not of smith and nephew, device would not grab and hold cables to allow tensioning. No injury reported. Delay of less than 30 minutes. No backup device available and procedure was concluded with a backup that was not from smith and nephew.